Manufacturer narrative:
(B)(4).

Event description:
A report was received that the device was aggravating patient's restless leg phenomenon at times making it difficult to control her pain. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not believe that the device had anything to do with the patient's joint and muscle pain. The patient reportedly had a flare up with her restless leg syndrome. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the device was aggravating patient's restless leg phenomenon at times making it difficult to control her pain. The patient will undergo a revision procedure wherein the ipg will be replaced.